Event description:
A philips employee became aware of a journal article (published online 30jun2015) ¿laser atherectomy for treatment of femoropopliteal in-stent restenosis¿. The study retrospectively aimed to investigate if laser atherectomy with adjunctive balloon angioplasty can improve endovascular treatment outcomes for femoropopliteal in-stent restenosis (isr). A total of 135 symptomatic patients who underwent endovascular treatment of femoropopliteal isr were enrolled in the study in 2006 and 2013. All lesions were sequentially treated with spectranetics turbo-elite and turbo-tandem laser atherectomy catheters. Procedural complications included 5 embolization and 1 dissection. At 2-year follow up, 7 patients experienced target lesion revascularization, 37 with recurrent restenosis, and 18 with recurrent in-stent occlusion (MDR #3007284006-2026-00190). Additionally, there were 9 deaths at the 2-year follow up (MDR #3007284006-2026-00191, MDR #3007284006-2026-00192). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 30jun2015 has been used, the date of publication. Armstrong, ehrin j.,thiruvoipati, thejasvi,tanganyika, kundai,singh, gagan d.,laird, john r. 2015. Laser atherectomy for treatment of femoropopliteal in-stent restenosis journal of endovascular therapy, 22(4): 506-513. Https://doi.org/10.1371/journal.pone.0251829 this report captures the serious injuries that occurred after use of the turbo-tandem device. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient age - average patient age: the mean age was 71 years. A3a) patient sex - sex of majority of patients involved: 35 males, 19 females (n=54). A4) patient weight - average: bmi, kg/m2 26±4. A3b/a5/a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/g4/h4) the lot number was not provided; thus, the following information is unknown: model/catalog number, device serial number, unique ID, 510(k), expiration date, and manufacture date. E) although the journal article originated from the united states, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded; thus, no product investigation was performed. H6) per IFU, embolism, dissection, and reocclusion are listed as potential adverse events with use of the turbo-tandem device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.